Event description:
Two cuts have been sustained by broken tubes while capping the tubes which exposed the operator to pt blood. The blood within the capillary was not suspected to have infected operators with any desease, however, both operators are being checked.